Event description:
It was reported that the pt's lead had migrated. The pt was no longer getting stimulation on the left side. F/u identified the pt had fallen. It was reported surgical intervention may be the next course of action.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.